Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a device displayed a blank green screen and had a constant beeping. There was no patient injury reported.

Manufacturer narrative:
Additional information received on 09-dec-2022 via email. The device was found on our rack where the broken equipment is and has a broken tag and no information specified. Tried to turn it on and it started beeping with blank screen. Technical support was called, and they said it needs new main board. No additional information available. Device evaluated, visual inspection performed and found tamper seal removed/broken: yes, on bottom case. Good condition with no appearance of any physical damage. Non-OEM battery was found in device. Unable to go into ehl due to blank screen and constant alarm was found at power up. The reported issue was duplicated, blank screen and constant alarm was found at power up. The cause of the reported used was due to in completed upgrade process from customer. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.